Event description:
Information was received from healthcare provider (hcp) via a manufacturer representative regarding a patient having l4/5 olif and l ateral decubitus pps for an indication of lumbar degenerative spondylolisthesis. It was reported that the extender came out together when the tab extender cap was removed once during the lateral position pps. Upon postoperative verification, the root of the tab ex tender was slightly open, with no lock applied. There was a delay of less than 60 mins reported. There were no patient symptoms reported. There were no further complications reported regarding the event.

Manufacturer narrative:
A: select patient information cannot be included in regulatory report due to regional privacy regulations. G2: the country of the event is japan. H3. Device evaluation summary: product analysis #(B)(4):part # 6550017 lot # kh21g218 visual inspection confirmed the tab extender is worn from repeated use. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.